Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via a merlin at home transmission showing multiple non-sustained right ventricular oversensing episodes due to post-paced t-wave oversensing. No tachycardia episodes were stored, and the patient did not receive therapy during the oversensing. Programming changes were recommended. The patient was stable.

Event description:
New information received notes that the patient was brought into the clinic and programming changes were made on (B)(6) 2019. The patient was stable.